Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/04/2018 that on (B)(6) 2018 the receiver would not turn on. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver would not turn on. No data was provided for inspection. The receiver was returned for evaluation. External visual inspection was performed and passed. Receiver charge and download was performed and failed due to perpetual rebooting. The receiver case was opened for internal visual inspection and passed. A device log download was performed and did not show any issues relating to the customers complaint. Confirmation of the allegation could not be determined. The probable cause could not be determined.